Manufacturer narrative:
A response from the surgeon was received indicating that there was no malfunction of the explanted valve. Per the op report, it was found that one of the posts was not seated properly into the ventricle after implanting the prosthetic valve. Therefore, it was decided to replace the valve and sutures. Since this issue was recognized prior to the patient going off cardiopulmonary bypass, the patient's operative time was not significantly extended. It has been determined that there was no malfunction or injury related to the edwards valve. No further actions are being taken.

Event description:
In this case, it was reported that the valve was explanted at implant. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.